Event description:
Additional information was received that a 1.1 j defibrillation threshold (dft) test was performed successfully. The plan was to continue to monitor the patient through the remote monitoring system and potentially revise the lead at the time of generator replacement.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a gradual rise in shock impedances over the past year, and were now high out of range greater than 125 ohms. Discussed bringing the patient into the clinic to do some additional testing. Device remains in-service. No adverse patient effects were reported.